Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited a "non-disposable error." No adverse patient effects were reported.